Event description:
It was reported that "a pt suffered a burn to the mucosa of the inside of the cheek during a tonsillectomy. The distal tip of the electrode was on the tonsil bed but the insulation slid down on the shaft of the electrode and exposed the steel. The current arced to the wall of the cheek." Reconstruction will not be needed.